Event description:
It was reported that the patient presented to the hospital due to a suspected lead fracture. A device interrogation indicated oversensing and high pacing threshold measurements, therefore, the parameters were reprogrammed to voo. It was noted that on the day of the lead replacement procedure, the lead exhibited high pacing impedance, high thresholds and the patient experienced bradycardia, indicated by a low pulse. After reprogramming the parameters to vvi, oversensing was observed, therefore, it was noted a ¿problem with the lead¿ existed. The fractured lead tip was cut and removed, the remainder of the lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Ventricular lead impedance trend data shows a lead polarity switch on 2015-(B)(4) with a high count of high impedance / open circuit paces since the switch. Lifetime max impedance measurement of greater than 4000 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.